Manufacturer narrative:
B5 updated. H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer originally reported that mosaiq only logged two of three xvi faults during cbct (cone beam computed tomography), however elekta have received clarification from the customer that the issue was mosaiq failed to record a CT field that was partially acquired. There were four exposures in total, two of which were partial. However mosaiq only recorded three. Based on the analysis of the logs, elekta can only see three acquisition complete messages sent from xvi to mosaiq. Mosaiq has recorded what it received. A cbct (cone beam computed tomography) gets recorded in the mosaiq treatment chart from the information in the acquisition complete message received from the xvi. Mosaiq and xvi are working as designed and intended and based on the available information this would not lead to mistreatment as this is a recording of the CT field and not a treatment field.

Event description:
Elekta have received clarification from the customer that the issue was mosaiq failed to record a CT field that was partially acquired. There were four exposures in total, two of which were partial. However mosaiq only recorded three.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq only logged two of three xvi faults during cbct (cone beam computed tomography).